Event description:
Manufacturer's first level investigational unit observed the lancet protrudes beyond the end cap of the multiclix device after firing. No adverse event reported. Suspect device has been returned.

Event description:
A baxter service technician reported finding a infusor pump with "when attempting to run pump, goes into constant alarm". This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
The event occurred in (B) (6).